Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2013402 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression of greater than 30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The mynx vcd was used in a coronary angiogram (cag). A retrograde approach was taken. The physician is mynx certified. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was little presence of pvd/calcium in the vicinity of the puncture site. There were no prior pta, stent or vascular grafts in the common femoral artery. The balloon lost pressure during patient use at the first stop. There was no visible damage in the distal end of the sheath after removal. The patient recovered after the mynx event. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 7f 11cm straight (str) brite tip sheath introducer was inserted; but the distal end got frayed. Therefore, it was not used for the procedure. There was no reported patient injury. The device was stored and handled per the instruction for use (IFU). There were no visible signs of device/package damage prior to use. The integrity of the sterile pouch was not compromised. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. There was no patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17848066 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip frayed/split/torn - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the product instructions for use, users are cautioned to inspect the device before use to verify that its size and condition are suitable for the specific procedure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.